Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of insulin at a rate of 0.9 ml/hr. It was reported that the alarm occurred 5 hours after the start of the infusion and fluid was stated to be "room temperature". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.